Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received of underdelivery. The device was returned to the biomedical department with an unsigned note stating, "not delivering." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. Though requested, no additional information was provided.